Event description:
It was reported that the user received a ¿change insulin¿ alert and, during supply change, selected fill tubing instead of change cartridge, after which the pump displayed ¿completed¿ following the press-and-hold for drops step; the agent guided the user back to rewind so the user could complete the supply change, and blood glucose was not affected. There were no reported adverse physiological effects. Outcomes included no clinical impact. Investigation included customer interview and troubleshooting with user education on correct supply change steps. Investigation of this case revealed user error related to incorrect supply change sequence, with the device operating as designed once guided back to the rewind step. It was concluded, based on previously established findings for similar reports, that the cause was use error.